Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers were failed to recover and not detected on bus. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) found a failed storage space icon indicating auxiliary drawer failure. The fse inspected the back of the drawers, reseated all cables, and tested them in the hardware test application, where they were now detected. The fse also removed medications and debris causing the issue. The customer verified drawer functionality, and all drawers worked without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers were failed to recover and not detected on bus. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.